Event description:
It was reported that during a gastric bypass procedure the reload was opened and the cartridge pan appeared to be separated. The drivers were bent on the distal end and not in the reload correctly. They used another device to complete the procedure. The reload was not placed into the device. There was no patient involvement reported.

Manufacturer narrative:
(B)(4).